Manufacturer narrative:
Sample is unavailable for evaluation. Without such evidence to review, the complaint cannot be confirmed. If additional information is provided in the future, a follow-up report will be submitted.

Event description:
Patient is a 130 day old ex premie needing PICC for extended antibiotic and lovenox therapy. PICC inserted on (B)(6) 2021 and removed (B)(6) 2021 when blood backing up into the catheter and hole noted when catheter flushed. The PICC leaking between hub and securement disc. New PICC placed. (B)(6) 2021 (B)(4), the hospital risk management instructed her to hold onto the product and not return to argon.